Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor, dbs-other. It was reported that one of the patient's previous ins only lasted 1.5 years and when the ins battery depleted, there was a delay before surgery could be performed. No patient symptoms or further complications were reported as a result of this event.